Event description:
Removal of endosseous dental implant. Implant was placed on 5-29-97 in site #14 (class IV bone) during a complex procedure in which simultaneous sinus augmentation and implant placement were done in atrophic maxilla using a resorbable membrane. The clinician reports that the reason for implant failure was due to poor bone from residual extraction site, almost oral-antral fistula. The implant was removed on 7-14-97 due to bleeding.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.